Event description:
The plaintiff, alleges that while working as a dentist plaintiff was continuously exposed to antigenic natural latex proteins in the latex gloves plaintiff wore. Plaintiff alleged that in 1994 plaintiff was diagnosed as being allergic to latex. Plaintiff further alleges that as a result of plaintiff's exposure, plaintiff has become sensitized to latex and can no longer work as a dentist or dental surgeon at any medical facility or work for any medical health service, or in a private practice and is now subjected to increased health risks. Plaintiff also alleges is subject in the future to one or more anaphylactic reactions to latex products. Furthermore, plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff's social and personal life has been severely affected, for in order to avoid contact with latex products, plaintiff is unable to participate in many normal, everyday activities with family and friends. Plaintiff also alleges that this condition has caused great physical and emotional pain and suffering because of the disfigurement of the skin, hands and feet. Plaintiff further alleges that plaintiff has incurred substantial medical bills seeking treatment, and will also incur such in the future. Finally, the plaintiff's spouse, was deprived of love, society, companionship and affection, as well as loss of money, goods and services of the plaintiff.